Event description:
Acct. Reports experiencing inverted septums on their vial adapters. States they access the septum with the bd blunt cannula. States the septum "tips" in the housing and "falls out". No pt. Injury reported.